Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer also reported experiencing high blood glucose of 430 mg/dl in the morning and stated that she would treat with manual injection. The customer's blood glucose was 320 mg/dl when the motor error alarm occurred. The customer stated that in the morning, the insulin pump started beeping, and she kept pressing the act button and no message came up. She took the reservoir, thinking that the issue was related to the reservoir, so she repeated the rewind/prime process leading up to the motor error. The customer did not observe any significant events leading to the alarm. The customer was unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. The insulin pump has minor scratched display window and cracked case at the display window corners.